Event description:
It was reported that there was a change in pump drive noise. There was no change in patient status. The patient was outpatient at the time of the event. Log files were sent for review. There were no unusual events recorded in the event log file history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section e1 correction. Section g2 correction. Manufacturer's investigation conclusion: the reported change in pump noise could not be confirmed through this evaluation. A specific cause for the reported noise, as well as a directed correlation to this device, could not be conclusively determined through this evaluation. Review of the events from the submitted controller event log file revealed no notable events or alarms and captured the pump functioning as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and patient handbook, document, are currently available. Sections 1 and 6 of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, sections 1 and 8 of the patient handbooks also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the abnormal sounds was unknown, and it was stated that the patient did not experience any symptoms. It was unknown if any diagnostic testing was performed. No treatment was rendered.